Event description:
We are seeing problems with the l-cath PICC kit. Placing a peripherally inserted central catheter (PICC) on a neonate. The introducer needle was inserted with ease, blood obtained and catheter inserted with ease. Splittable needle withdrawn and when snapping wings of needle, one wing broke off leaving needle and remaining wing around PICC. Additional instruments needed to remove remaining needle and wing. Fortunately the catheter was not damaged in the process and there were no inadvertent needle sticks when the needle was attempted to be peeled away to be able to save the line. The PICC was then advanced and placed successfully. This infant had very limited IV access and this incident could have resulted in extra needle sticks to establish a line. This facility has had similar events on other patients with this product. Staff inserting these lines are very familiar with the product and have extra training in the insertion of the line. In the last few months, more than four similar events have occurred. The manufacturer has been notified and product has been returned to them for testing.